Event description:
During an in clinic follow up, episodes of oversensing due to noise resulting in pacing inhibition were noted on the right ventricular (rv) lead. Technical support was contacted and suspected lead damage. Technical support recommended provocative testing. Provocative testing was performed and no anomalies were noted. The patient was stable and will continue to be monitored.